Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens leading haptic came off when the lens was being advanced in the cartridge prior to insertion into the eye. No patient contact or injury. It was unknown what caused the leading haptic to tear. The injector model that was used was a msi-pm and the cartridge model that was used was aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.